Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm; model#: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing a tingling sensation in her lower legs, then noticed numbness and weakness.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing a tingling sensation in her lower legs then noticed numbness and weakness.

Manufacturer narrative:
Additional information was received that the patient's computed tomography (CT) scan revealed normal result.

Event description:
A report was received that the patient was experiencing a tingling sensation in her lower legs then noticed numbness and weakness.